Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device communicated appropriately with the programmer and paced and sensed normally. Interrogation upon return confirmed the device was in ert. Analysis of device memory found the device had a higher calculated current draw at the time ert was declared than the current draw measurement used in calculating the longevity estimate noted during the previous follow-up. Analysis concluded that something had changed that caused the measured thresholds to change. It may have been part of the lead system that was starting to fail, an introduction of a new medication that affected the evoked response signal the device uses to determine capture, or a combination of factors increased the calculated current draw, causing the device to declare ert earlier than expected. To determine if the device had depleted normally, a laboratory technician used an engineering level longevity prediction calculation to assess the rate of battery depletion of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Laboratory analysis determined that this device experienced normal battery depletion, but reached ert earlier than the longevity calculator predicted due to changes or differences in capacitor charge time, pacing demand, lead impedance measurements, and other battery related calculations or device parameters. The estimated longevity remaining displayed by the programmer is based on calculations of device battery usage at the time of interrogation. Small variations in current draw calculations due to parameter changes can result in a more significant impact to the estimated longevity than what was initially anticipated.

Event description:
Boston scientific crm received information that at the previous follow up visit on (B)(6), 2009 this pacemaker revealed a battery longevity remaining of 2 years. At the next follow up visit on (B)(6), 2010, the device revealed that it had reached the elective replacement time (ert) on (B)(6), 2010. Premature battery depletion was suspected. An unexpected urgent replacement procedure was performed the next day. The device was removed, replaced, and returned for analysis. No adverse patient effects were reported.